Event description:
The reporter contacted animas on (B)(6) 2012 reporting blood glucose levels of 500-600 mg/dl over the past few nights; the reporter indicated that on one of the nights the patient experienced nausea related to the elevated blood glucose levels. The reporter stated that the blood glucose levels were running fine during the day but would elevate in the evenings and air bubbles were found in the cartridge. The reporter indicated that refrigerated insulin was used in the cartridge without allowing the insulin to come to room temperature. Air bubble prevention tips were reviewed with the reporter. This report is made based on the allegation that the patient experienced hyperglycemia related to use of cold insulin in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that refrigerated insulin was used in the cartridge without allowing the insulin to come up to room temperature. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - no product was returned for disposition. A retained cartridge sample from lot # b201866 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.